Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during evaluation; however, the cause of the fault could not be determined. The digital board will be replaced and the analog board shields will be reseated to reduce the probability of recurrence. The digital board was scrapped after testing. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.